Event description:
A cusa excel8 was reported to have failed three times during surgery. The surgeon had to stop the tumor resection two times, with one delay being over 20 minutes long. The tip of the hand piece was in contact with brain tissue. The pt was not injured as a result of this event. The surgery was completed using conventional scissors, bipolar forceps and suction.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.